Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered urinary problems, pain, vaginal scarring, revision / explant surgery. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, oml9111503, could not be matched to the upn provided.